Event description:
39y/o caucasian female had the miradry treatment performed on (B)(6) 2024. A red bump appeared on (B)(6) 2024 and started enlarging. Patient started antiobiotics on (B)(6) 2024 (keflex 500mg qid).